Event description:
It was reported to st. Jude medical that the patient presented with noise on the ventricular channel and underwent a procedure for lead evaluation. The lead was capped when measurements declined during the procedure.